Event description:
The MFR has been notified that a pt died during a double valve replacement surgery. The surgeon implanted a mitral sulzer carbomedics prosthetic heart valve and while using a sulzer carbomedics vt-200 valve tester to check leaflet function, the plastic tip of the valve tester fell into the heart cavity. The surgeon used transesophageal echo and fiber optics to locate the tip but was unsuccessful. The mitral valve was replaced with another sulzer carbomedics prosthetic heart valve. The aortiac valve was then implanted. When the heart was started back up there was considerable dehiscence of the mitral valve annulus and the pt "bled out". The pt subsequently died on the table. The valve tester tip was later located in the pt's lung at autopsy. The cause of death is still under investigation by the coroner. Co has confirmed that the hosp uses highly alkaline cleaners (ph 11) and high sterilization temperatures (134c - 137c) for instrument reprocessing. The number of times the tester had been cleaned and sterilized is not known. After this event, other valve testers at the hosp were observed to have visible signs of cracking and crazing. Sulzer carbomedics "instructions for use" for instrumentation states that "sulzer carbomedics instruments should not be used if there are any visible signs of crazing or evidence of aging that may affect function".